Event description:
The customer returned the device stating, ¿the pump's latch was not locking¿. During device evaluation, it was found the latch/lock sensor and mechanism were defective, and the downstream occlusion seal was detached. This event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump's latch was not locking" was confirmed. Visual and functional testing found the latch/lock sensor and mechanism were defective. Further investigation found the downstream occlusion (dso) seal was detached. The latch/lock sensor, mechanism, and dso seal were replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.